Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One tracheostomy tube was returned for evaluation. Visual examination revealed no visible holes or anomalies. Functional testing was performed using a syringe, and the device was submerged in water to test for leaks. No leaks were detected. This complaint was not confirmed. These devices are 100 percent in house inflation tested prior to release for distribution. Based on the received information and this investigation, no definitive root cause could be determined. This investigation revealed no intrinsic evidence to suggest a root cause related to a manufacturing issue.

Manufacturer narrative:
(B)(6) 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® blue line ultra® soft seal® suctionaid tracheostomy tube cuff had an air leak during use with a patient. It was unknown how long the device was in use. It was noted that a leak check was performed prior to use and confirmed no leakage. No patient injury was reported. The event was considered resolved.